Manufacturer narrative:
A review of the complaint record has found no other instances of similar events for this lot. The manufacturing records were reviewed and no issues were found.

Event description:
It was reported to nevro that the patient passed away shortly after the implant procedure. There were no reports of device-related issues from the patient prior to the passing. The device was never activated and the physician did not believe the incident was related to the device.